Manufacturer narrative:
(B)(4). During baxter's eval, the "no audio" finding was confirmed and reproduced. Eval found the cause to be the back flex not being seated properly in the j6 connector on the input/output printed circuit board. The back flex was seated properly with the unit performing as expected.

Event description:
During baxter's functionality testing it was found that a spectrum pump did not have audio output. There was no pt involvement.